Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be made, no conclusion could be drawn as no device was returned. Note: subject device has not been positively identified as a synthes device. This report is being filed because synthes manufactures and distributes such devices.

Event description:
Attorney advised an implanted thoracolumbar locking plate failed.